Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: device details were not provided. Section h4: manufacturing date was not provided

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of bubble CPAP generator was found to be loose before use. The bubble CPAP generator is part of the bc161-10, bubble CPAP system kit (subject device). There was no reported patient involvement.